Manufacturer narrative:
No complaint was received with return of the lead. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned in one piece measuring 52.5 cm. External abrasion breaching the outer insulation was found at 16.5 cm ¿ 17.5 cm from the distal tip. The abrasion damage was consistent with friction to another device or feature of the patient¿s anatomy. No other anomalies were found. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.